Manufacturer narrative:
The stent remains in the pt and is not available for eval. The device history records were reviewed and there were no unusual findings that relate to the reported event. Cyclodialysis cleft and stent malposition are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon was unable to locate the stent following implantation. It appeared as though the stent was released slightly low in the trabecular meshwork, but upon flushing the area with viscoelastic it was superficial. The surgeon went back to retrieve the stent and lost visualization due to blood obscuring the view. It appeared as though the iris rolled up and covered the stent, but the surgeon was concerned that a cleft may have been created (note: this has not been confirmed). Two days postoperatively the pt was reported to be doing well and the iop was 12 mmgh. Postoperative gonioscopy was not successful in identifying the stent location. Ubm analysis is scheduled for (B)(6) 2015.